Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The stylet was observed be broken into two pieces approximately 2.85 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. A microscopic observation revealed the breaks in the polyimide tubing were uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the distal break site. The core wire of the stylet at the break site was observed to be tapered and angled slightly. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. A lot history review (lhr) of reey2988 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "it was noted that a PICC wire seemed to have looked bent out of package prior to insertion." No other information was provided. 09/24/2021: the returned device was found to be broken in two pieces.